Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified. Accordingly, this event has been determined to be MDR reportable. No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the pta balloon catheter was inflated to 20 atms, frayed material on the balloon was allegedly identified by the health care provider. There was no reported patient injury.

Manufacturer narrative:
The catalog number has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified. Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the device was returned. Product packaging and label were not returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 8mm x 4cm balloon. The catheter was bunched at the distal tip. The bunched fibers were examined under microscopic magnification and frayed fibers were identified 0.6cm from the distal tip. No other anomalies were noted to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issue. However, a longitudinal rupture was noted on the balloon starting 0.7cm from the distal tip and extending proximally for 0.4cm. Further functional evaluation of the device was not performed, due to the returned sample condition. Medical records review: medical records were not provided for review. Image/photo review: based on the image provided, the distal end of the balloon cone was rounded with a blunt tip can be confirmed. Based on the image provided, no contrast extravasation or contrast staining was demonstrated, can be confirmed. Conclusion: the device and one radiographic image were returned. The visual inspection of the device found bunched balloon material and frayed fibers at the distal tip. Therefore, the investigation was confirmed for the reported frayed material. Additionally, a longitudinal rupture was found on the balloon, preventing the balloon from being inflated to verify the reported asymmetrical inflation; however, the investigation was confirmed for a rupture. Although the balloon was not inflated, based on the image review, the distal end of the balloon was rounded with a blunt tip. Therefore, the investigation was confirmed for the reported asymmetric inflation. It is likely that the bunched and frayed fibers contributed to the asymmetric inflated shape. However, the definitive root cause for the bunched fibers or rupture could not be determined based upon the available information. It was unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter, introducer sheath and guidewire (as necessary) as a single unit. Use of the conquest pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, grasp the balloon catheter just outside the sheath and withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. (B)(4).

Event description:
It was reported that during the first inflation, the pta balloon catheter was inflated to 20 atms and frayed material on the balloon was allegedly identified by the health care provider. Reportedly, another balloon catheter was exchanged over the guidewire and the procedure was completed. There was no reported patient injury. New information provided: it was reported that asymmetrical inflation was observed by the health care provider.